Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively (date of event) the patient presented with diffuse lamellar keratitis (dlk) in both eyes. A flap lift and rinse was performed for each eye and the patient was treated with topical steroids. The patient's preoperative best spectacle corrected visual acuity (bscva) was 20/20 in both eyes. Postoperative ucva is 20/20 in both eyes. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
In 2007, a field service engineer inspected the laser and performed preventative maintenance. The laser system met specifications upon arrival, and departure of visit, and performed as intended. An intralase clinical applications specialist (cas) contacted site on 02/01/07 and made recommendations to change flap creation settings. Since recommended settings were implemented, the site has reported no additional cases of dlk.